Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump has the block on; she was not able to rewind her pump to fit the reservoir in. During the call customer mentioned that her blood glucose went up to 600 mg/dl a day or so ago. The customer reported that the blood glucose was 124 mg/dl prior to call. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.